Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site was red, warm, swollen and tender due to a blood clot at the ipg site. Blood tests were ordered but the results are unknown. The patient was instructed to rest and take pain medication. Follow-up revealed the ipg site was still swollen but getting better. No further intervention is planned at this time.